Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. A polaris mmg system was selected for use. During the procedure, it was found that the device could not display the image and showed a green screen. The procedure was not completed due to this event. No patient complications were reported.